Manufacturer narrative:
Investigation completed on a smiths medical syringe infusion pumps/medfusion 4000 pumps. The reported complaint of time based back ground error was not duplicated when powering the device on. However, the event was discovered in the event log. The cause was isolated to customer damaging main board during super cap. The physical condition of device revealed, top and bottom cases are in excellent condition. Counterfeit super found in main pc board. No visible contamination. Action was taken to replace the main board.

Event description:
Information received a smiths medical syringe infusion pumps/medfusion 4000 pumps alarmed time base background error. No adverse patient events were reported.